Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft fracture occurred. The target lesion was located in the right coronary artery. A 2.5mm x 8mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion but the balloon shaft was fractured. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the device was removed completely.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. There was no fracture to the device. Microscopic examination presented no damage or irregularities in the balloon material. Inspection of the device presented no damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the device was removed completely.